Event description:
It was reported that during a sleeve procedure, the active blade on the bottom jaw separated from the bottom jaw and was protruding out of the jaw. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.